Event description:
The nurse reported, a system message displayed a case when the surgeon attempted to inject silicone oil. The nurse stated they tried to reboot the system several times but the system message would not clear. There was a 15 to 20 minute delay in the case. The surgeon completed the silicone oil injection manually. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The vacuum manifold and pcb were replaced to mitigate the system message found in the event log. The parts will be returned for in house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.